Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2010 during drain cycle 1. The ultrafiltration volume was 1529 ml. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test. Review of the device logs revealed an additional difficulty of an increased intraperitoneal volume (iipv) had occurred on 9/26/10 during cycle 1 when the device user had an ultrafiltration volume of 1529 ml (estimated drain volume 3529 ml). The estimated drain volume is greater than 160% of the largest prescribed fill volume of 2200 ml and meets iipv criteria. Inspection of the door assembly revealed the door piston is warped. The warped door piston did not adversely affect volumetric accuracy or temperature functional performance and the device was determined to meet specifications relative to the iipv found in the device logs. The product analysis laboratory (pal) evaluated the device and no failure or malfunction was identified that could have caused or contributed to the iipv found in the device logs. The device functioned normally during pal testing. The assignable cause of the additional iipv was determined to be: insufficient drain. Use error inappropriate bypass of the initial drain. The current labeling for the homechoice/homechoice pro apd systems patient at-home guide, was found to be sufficient. The device was subsequently forwarded to service. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA investigation (B)(4) for iipv.